Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2018 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: (B)(6) 2008: abdominal wall abscess. Incision and drainage of wound. 20-30cc foul smelling pus found. (B)(6) 2008: removal of infected abdominal wall mesh. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2008: (B)(6) medical center. (B)(6), md. Indications. ¿this is a 26-year-old woman who is well known to dr. (B)(6) for previous surgeries on her abdomen. The patient has a history of complicated abdominal procedures that had been an incisional hernia repair in her mid-abdomen following an exploratory laparotomy. The patient was seen by dr. (B)(6) in his office and decision was made to perform an exploratory laparotomy in the view of lysing the adhesions that are extracting the abdominal wall with a dual-mesh hernia and excising the scar in itself and surrounding tissue with it as well. The patient agreed with the procedure and she was schedule for it on (B)(6) 2008, which went uneventfully.¿ implant procedure: 1. Exploratory laparotomy. 2. Lysis of adhesion. 3. Excision of the abdominal wall scar. 4. A dual-mesh repair of the abdominal ventral incisional hernia. [Implant: gore® dualmesh® biomaterial; 1dlmc06/05448016; 18cm x 24cm x 1mm thick.]. Implant date: (B)(6) 2008 [hospitalization dates (B)(6) 2008]. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: abdominal ventral incisional hernia. Postoperative diagnosis: abdominal ventral incisional hernia. Anesthesia: general. Estimated blood loss: 100 cc. Specimens: abdominal wall scar. Complications: none. Wound classification: not provided. Procedure: ¿the patient was consented for the procedure and all the risks and benefits were explained to her in a thorough fashion. The patient was taken to the operating room and was put on the or table in a supine position. The anesthesia was induced and the patient was endotracheally intubated. A foley catheter was inserted and following that, the abdomen was prepped and draped in a sterile fashion. An incision was made using a blade along the scar of the abdomen going around the umbilicus. The dissection of the subcutaneous tissue was done using the bipolar cautery. The abdominal cavity was entered. Good hemostasis of the abdominal wall edges was achieved and lysis of adhesions started avoiding injuring the obvious bowel. After thorough lysis of adhesions and good exposure of the abdominal wall for the mesh insertion, followed that by choosing an 18 x 24 dual-mesh to be fashioned for the hernia repair. We used #1 prolene to secure 3 sides of the mesh and those were caudad, cephalad, and the left edges of the mesh. All those were secured with one stitch each using the #1 prolene in an interrupted fashion. Following that, one #1 prolene was used to go from cephalad to caudad on the next side of abdominal wall making sure to take a good bite of the fascial layer. Then we started with left side doing in the same fashion in a continuous fashion as well from cephalad to caudad and the last 3 cm of the mesh was secured to the abdominal wall fascia using interrupted #1 prolene. The overlying fascia was closed on the top of the mesh using the #1 prolene in multiple figure-of-eight, and following that and after making sure that the good hemostasis was achieved, the skin was approximated with staples. It is worth mentioning that towards the end of procedure. The wound was infiltrated with 20 cc of 0.25% of marcaine without epinephrine. The incision was then dressed with dry dressing and an abdominal hinder on the top of that. It is worth mentioning that when we made our incision and after we dissected thoroughly and lysed all the adhesions, we excised the scar from the abdominal wall in a symmetrical fashion and to close it at the end using virgin skin. The patient tolerated the procedure well. The patient was taken to the recovery room and all the orders were put in the cis system. The patient will have IV fluids. Analgesia IV. And clear liquid diet. The patient will be reviewed tomorrow morning. If her pain is controlled and she is tolerating her regular diet, we will plan on discharging her. Then she will be followed by dr. Alouidor in his office in about 2 weeks form the day of her discharge.¿ (B)(6) 2008: (B)(6) medical center. Implant sticker. Gore® dualmesh® biomaterial. Site: ¿abdomen.¿ cat #: 1dlmc06. Lot #: 05448016. Size: 18cm x 24cm x 1mm thick. (B)(6) 2008: (B)(6) medical center. (B)(6), md, phd. Pathology. ¿collection date: (B)(6) 2008. Accession date: (B)(6) 2008. Sign out date: (B)(6) 2008. Tissue source: 1. Ventral hernia incisional scar tissue. Final diagnosis: skin, ventral hernia scar, excision: skin with dermal scar, non-specific vascular inflammation and focal giant cell reaction. Gross description: specimen received labelled with patient's name and ¿ventral hernia incisional scar tissue.¿ received in formalin are three skin covered tissue pieces, the largest measuring 12.5 x 2.5 x 2.5 cm and the smallest measuring 5.0 x 1.0 x 0.7 cm. The skin is brown-wrinkled with presence of a 5.0 cm long scar. Representative sections are submitted. 1 and 2 - skin, representative, 2 pieces, embed on end, 1 h&e.¿ relevant medical information: (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Assistant: dr. (B)(6). Procedure: incision and drainage of abdominal wall abscess. Preoperative diagnosis: abdominal wall abscess following abdominal wall incisional hernia repair with mesh. Postoperative diagnosis: abdominal wall abscess following abdominal wall incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia, plus also local anesthesia was infiltrated at the end of the procedure. Estimated blood loss: less than 10 cc. Specimens: none. ­ indications: ¿this is a 27-year-old female who has previously undergone abdominal wall hernia repair with placement of mesh. The patient in the postoperative period developed a wound infection. Upon further evaluation and following CT scan, it was confirmed that the patient has abdominal wall abscess. On this basis, the patient was brought back to the operating room for drainage of abdominal wall abscess.¿ ­ wound classification: not provided. ­ procedure: ¿the patient brought to the or, placed supine under general endotracheal anesthesia. Standard timeout was taken with identification of the patient and planned procedure. Sterile preparation and sterile drapes to the anterior abdominal wall. Along the midline an 8-9 cm incision was performed down to the level of the mesh utilizing a combination of sharp dissection and electrocautery. Upon creating the incision, we noted the presence of drainage of pus. Some 20-30 cc with a foul odor. The wound was inspected. The wound itself containing mostly healthy granulation tissue. In the deep portion of the wound, the mesh was visible and intact. The sutures of the mesh were all noted to be present and intact. There was no evidence of exposed bowel. We then proceeded with irrigation of the wound utilizing 3000 cc of normal saline containing bacitracin antibiotic. Hemostasis was verified and judged to be adequate. Dressings were performed in the form of kerlix and also packed into the wound followed by application of tape. The patient at this point was awakened from anesthesia uneventfully and accompanied to recovery room. The attending, dr. Alouidor was present and scrubbed throughout the procedure.¿. Pathology: not provided. Explant preoperative complaints: (B)(6) 2008: (B)(6) medical center. (B)(6), md. Indications. ¿this is a 27-year-old female who has previously undergone repair of a complex abdominal wall hernia with mesh. The patient subsequently developed a wound infection, has since had an I and d performed with drainage of abdominal wall abscess and continued local daily wound care. At this point, the patient presents to the or for removal of the infected/contaminated mesh.¿ explant procedure: removal of infected abdominal wall mesh. Explant date: (B)(6) 2008 [same day surgery]. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: infected abdominal mesh. Postoperative diagnosis: infected abdominal mesh. Anesthesia: general. Estimated blood loss: minimal. Specimens: mesh. Wound classification: not provided. Findings: ¿minimal amount of foul-smelling pus, presence of a mesh with open wound containing granulation tissue.¿. Procedure: ¿the patient brought to the or, placed supine under general endotracheal anesthesia. Standard timeout with identification of the patient and planned procedure. Sterile preparation and sterile drapes to the anterior abdominal wall. On inspection, we note the presence of midline abdominal wound measuring approximately 10 cm. The wound contains 100% granulation tissue and in the deep portion of the wound is visible the abdominal wall mesh and the presence of minimal amounts of pus. The mesh itself is still secured laterally by prolene sutures to the fascia. The mesh was progressively taken down, removed and sent out to pathology. To note, there was a minimal amount of foul-smelling pus overlying the mesh. Pus was irrigated away. At this point, the wound was inspected, under the mesh there was a layer of granulation tissue. There was no bowel visible. We proceeded with the following, copious irrigation of the abdominal wound to about 2000 cc of normal saline. We then proceeded with approximation of the deep tissues just above the level of the fascia utilizing vicryl 0 over a 10-french jackson-pratt drain which was brought out through the left lower abdominal wall. At this point, we placed two sutures of prolene 0 at the level of the skin to approximate the skin resulting in a partial closure of the wound. The wound was irrigated once again followed by application of dressings in the form of xeroform gauze and application of dry gauze. The patient at this point was awakened from anesthesia uneventfully and accompanied to the recovery room. The attending, dr. (B)(6), was present and scrubbed throughout the procedure.¿. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Pathology. ¿collection date: (B)(6) 2008. Tissue source: 1. Infected graft. Final diagnosis: graft material, removal: synthetic graft material; gross examination only. Gross description: labelled ¿infected graft.¿ received fresh is a 12.0 x 12.0 x 0.1 cm blood-tinged portion of synthetic graft material with multiple adherent blue sutures. A minimal amount of blood is noted. No soft tissue is identified. No sections are submitted; the specimen is for gross diagnosis only.¿ relevant medical information: (B)(6) - (B)(6), 2013: (B)(6) medical center. Inpatient hospitalization. (B)(6) 2013: (B)(6), md. Operative report. Assistants: (B)(6), md and (B)(6), md. Procedure: bilateral endoscopic component separation (myofascial flap), opened scar excision, lysis of adhesions, and biopsy of right ovarian hemorrhagic cyst. Preoperative diagnosis: complex incisional hernia. Postoperative diagnosis: complex incisional hernia plus bilateral ovarian cysts. Anesthesia: general. Complications: none. ­ history: ¿a 31-year-old female who has a complex past surgical history stemming from laparoscopic appendectomy for perforated and gangrenous appendicitis in 2006. This occurred while she was pregnant and she had a fetal loss requiring d and c and developed postoperative peritonitis for which she had an open laparotomv that did not diagnosed that was nontherapeutic. She subsequently had an open cholecystectomy, incisional hernia repair and mesh excision along with number of operations for infection in her abdominal wall. She has had approximately eight previous abdominal operations.¿ ­ wound classification: not provided. ­ procedure: ¿she was brought to the operating room, placed in the supine position and after the administration of general endotracheal anesthesia, was positioned with both arms tucked. All appropriate precautions were taken for proper positioning. Preoperative antibiotics were administered and venodyne boots were placed prior to induction. Foley catheter was placed after induction. Preoperative stage clots whips were utilized. The patient was marked in holing [sic] area by her plastic surgeon who will dictate in a separate operative report. The complex closure of her excess thinned out skin and wide scar. The myofascial flap creation was performed on the right side first by making a 2 cm incision near the tip of the 12th rib and gaining access between the oblique muscles utilizing open technique. We then placed round balloon dissector inferiorly insufflated this so that we could completely separate the oblique muscles from near the inguinal ligament to above the costal margin. We then placed a 12 mm air seal port here and insufflated the abdominal wall with 12 mmhg with co2. Under direct vision, two short 5-mm anchor ports were placed in the right abdomen and the medial insertion of the external oblique was detached using scissors and subsequently ultrasonic coagulator from near the inguinal ligament to above the costal margin. Because of the previous right subcostal incision, we were able to go around this, but we did leave it out pretty wide. We divided the subcutaneous tissue with the ultrasonic coagulator. Once this was complete, we had about 8 cm of medial release. Hemostasis was adequate, we removed the ports under direct vision and allowed the co2 to escape. Left side myofascial flap creation was performed in exactly the same fashion; however, we had no left subcostal incision to content with. We also had about 8 cm of medial release on the left side as well. We then excised her scar along the previous marks by her plastic surgery team and gained access into the peritoneal cavity carefully. Of note, there were adhesions everywhere, not dense adhesions everywhere, fortunately, the majority of which were of medium density, but many were of severe density. There were some flimsy one [sic] as well. It did not appear to be much free space within the abdominal cavity. When we got down towards the pelvis, we had to release some gelatinous material during the adhesiolysis of the gi tract followed by a rush of obvious serous fluid. We could see there was a 3 x 5 cm cyst on the left ovary that obviously contains serous fluid. While we were dissecting the small bowel off the right ovary, we got into a small bit with the metzenbaum scissors creating a pin hole, which decompressed some serosanguineous fluid. It looked like there was still some bleeding from inside, so we opened this up and biopsy the portion of the wall at the suggestion of telephone consultation with our chairman of ob/gyn. We just simply left the simple cyst alone. The opening in the hemorrhagic right ovarian cyst had hemostasis gained by suturing around the edges of it and placing sonic floseal and a piece of surgicel within it. This adequately controlled the bleeding. We then mobilized the posterior rectus sheath from near the xiphoid process down to the symphysis pubis and cooper's ligaments. The rectus muscles were extraordinarily adherent to the posterior rectus sheath, particularly on the right, which significantly increased difficulty of this portion of the operation. Once we had everything mobilized, we then closed the posterior rectus sheath with series of running 2-0 v-loc 180 sutures. During the course of the laparotomy, we found number of prolene sutures within the abdominal wall, one of which was surrounded by a small abscess cavity obviously, it is not possible to know if there were any active infection, but certainly the probability was there. Given the history of multiple mesh infection and intraoperative findings of the ovarian cyst along with small suture abscesses, I decided to use all absorbable material. We therefore fashioned a 5 x 30 cm permacol prosthetic out of the larger one and anchored this to the posterior rectus sheath up near the xiphoid process and to the symphysis pubis. This was done with a 2-0 pds suture and they were tacked together in the middle with a 2-0 pds suture. The sides were left to lay flat against the posterior rectus sheath with the rectus muscles immediately on top of them. We then closed the anterior rectus sheath using 2-0 v-loc 180 suture, one coming from the top and one from the bottom and tying a single square knot in the middle. Both posterior rectus sheath came together and anterior rectus sheath came together very very easily. We then put some gauze pad in our component separation spot and there did not seem to any ongoing bleeding and these were removed. We irrigated the subcutaneous tissue with saline and ancef solution under high pressure with 20-gauge angiocath and 10 ml syringe. The patient tolerated the procedure well to this point. The extensive adhesions and scarring significantly increased the technical difficulty of the operation, which took approximately four hours to complete. The patient was then left in the care of the plastic surgical team to close the excess skin with a dermal flap closure.¿ (B)(6) 2013: (B)(6), md. Operative report. Assistant #1: (B)(6) pac.; #2: (B)(6); #3: (B)(6). Procedure: 1. Excisional preparation of abdominal wall wound 28x4 - 112 cm2 2. Fasciocutaneous flap closure, abdominal wall 28x8 = 224 cm2. Preoperative diagnosis: 1. Complex abdominal wall hernia. 2. Complex wound of abdomen with multiple prior incisions, attenuated abdominal wall tissue. Postoperative diagnosis: [not provided.] Anesthesia: general. Complications: none. ­ indications: ¿the patient is a 31-year-old female with a history of complex abdominal wall hernia. The patient will be undergoing hernia repair with dr. (B)(6) and will benefit from resection of attenuated abdominal wall tissue, and tissue rearrangement to optimize the quality of the soft tissue closure, obliterate dead space, and provide vascularized coverage of the [sic] hernia prosthesis.¿ ¿proposed procedure explained to the patient in detail. Risks, benefits and alternatives discussed in detail. We specifically discussed risks including bleeding, infection, seroma, hematoma, thromboembolism, wound breakdown, dehiscence and hernia recurrence. The patient had ample opportunity to ask questions. All questions answered to the patient's satisfaction. The patient understands and wishes to proceed.¿. ­ wound classification: not provided. ­ procedure: ¿on the day of surgery, the patient was identified in the holding area, the site was marked, and consent verified, the history was updated. The previous kocher and vertrical [sic] scars, and abdominal incisions were marked. The zone of injury including scar tissue and attenuated tissue was marked. The patient was taken to operating room by dr. Earle and his team. For his portion of the procedure, please refer to the separately dictated operative note from dr. Earle. When I entered the room, there was vertical open midline incision of the abdomen with repaired abdominal wall. There were multiple transverse incisions on the bilateral flanks where endoscopic component separation had been performed to allow for anterior rectus sheath closure over the abdominal wall prosthesis. A timeout conducted verifying the patient, the site and the preparedness of the room with including up-to-date antibiotics and active dvt prophylaxis. With all team members in agreement, we elected to proceed with the reconstructive portion of the case. The wound was copiously irrigated with sterile saline. Hemostasis achieved and found to be excellent. Attention first directed to excisional preparation of the abdominal wall. Ischemic and attentuated hernia sac and scar were excised until full thickness, healthy soft tissue margins were achieved. All edges had robust capillary bright red bleeding prior to hemostasis. The perforators of the rectus abdominis muscle had been spared bilaterally with dr. Earle's endoscopic component separation. I carefully elevated large fasciocutaneous flaps bilaterally preserving multiple lateral rectus perforators and dividing several medial perforators on the left side to allow for adequate flap mobility. This had allowed for rotation and advancement of the flaps across the midline. The right flap was selected to buttressing of the anterior rectus sheath repair with a full thickness robust soft tissue fasciocutaneous flap. The flap was provisionally inset to the abdominal wall fascia using 2-0 pds sutures. The midline was remarked. The skin to be buried was deepithelialized sharply with a scalpel. The left flap was then mobilized across midline. Ith [sic] the flap advanced, we again we remarked the midline and excess tissue was excised. Provisional closure achieved with the towel clips with the patient in a fully supine position, ensuring no tension on the closure. Wounds copiously irrigated with saline. Hemostasis verified to be excellent. We then secured wound closure over 15-french round drains. The flaps were secured with 2-0 pds sutures in scarpa's fascia. The left-sided flap was secured to the right abdominal wall with 2-0 pds sutures. The dermis was approximated with insorb staples. The skin was closed with 4-0 monocryl suture. The umbilicus was trimmed of redundant stalk and and [sic] secured to theskin [sic] with layered closure. All soft tissue was pink with excellent capillary refill and robust viable edges at the end of the case. Sterile dressings and abdominal binder applied. Meticulous attention paid to awakening the patient without valsalva, cough or other sudden increases in intraabdominal pressure. Sponge, needle and instrument counts were correct at the end of the case.¿ ­(B)(6) 2013: (B)(6) health. Implant sticker. Permacol surgical implant. Site: ¿abdomen.¿ ref: p101015, lot: 1080601. Size: 10 x 15cm x 1.0mm. Exp date: 2013-04. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.". The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.". W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures.¿the above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Due to the device manufacture date, sterilization records for all products are not currently available, therefore the case will be closed with the current device product history records investigation provided. Standard manufacturing procedures require lot history review before release of the device to ensure compliance with device specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.